Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low suspend alarm and sensor anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that she has spoke with healthcare provider about the issue. The customer stated that blood glucose will be too low or too high and she will not be able to calibrate for a while. The customer states that she has received 3 boxes of sensors. The customer was advised against using expired product. The patient was advised to contact 24hr helpline if any assistance is needed.